Event description:
It was reported that the system shut down during a case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Investigation indicated that a new cpu was required. The cpu has been ordered and will be replaced. It is believed that once the cpu is replaced, the reported issue will be addressed. If add'l info indicates otherwise, a follow-up report will be filed as required.